Manufacturer narrative:
The display was faulty according to further information provided by the ge field engineer. The reported complaint would be noted during peruse testing. If the failure occurred during use, the unit would continue to ventilate and alarms remain functional.

Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture unknown at time of submission. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that there is a black screen and the unit is not working. There was no reported patient involvement.